Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2017 due to percutaneous lead issues.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 6 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received low speed operation and low flow hazard alarms with lvad power elevations while the system was connected to the power module. The patient was in the restroom when the alarms occurred. When the patient returned to the power module, the alarms reportedly stopped. The patient then laid down, and about 40 minutes later the alarms reoccurred after positional changes. The patient switched to battery power, and had no additional alarms on battery power. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed several momentary speed reduction events recorded over a 49 minute period. These events appeared to be brief, and occurred while connected to the power module. X-ray images submitted were inconclusive, but appeared to show inconsistent areas near the distal end of the driveline. The customer reported that area of the lead was covered in rescue tape. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was stated that the repair appeared to be successful. Preliminary evaluation of the replaced portion of the percutaneous lead did not reveal any damage that would have resulted in the reported low speed events. The patient was provided with an ungrounded power module patient cable for use while on power module support. It was reported on (B)(6) 2016, that the patient was stable at home on the ungrounded patient cable. No additional alarms were reported.

Manufacturer narrative:
The replaced external portion of the percutaneous lead and the explanted pump were returned for evaluation. The evaluation of the returned pump confirmed driveline wire compromises that would have contributed to the reported low speed operations. The explanted pump was returned assembled with the percutaneous lead severed approximately 11.5 inches from the pump housing and the severed portion of the lead, measuring approximately 33.5 inches in length, was returned. Approximately 17 inches of the replaced external portion/distal end of the percutaneous lead was also returned and evaluated. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Examination of the internal portion of the 33.5 inch segment of the lead revealed breaches to the insulation of the black and orange wires approximately 1 inch from its cut end. The black wire redundantly supports motor phase 2 and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires were slightly abraded, but were otherwise unremarkable. The rest of the lead was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms that were confirmed through the analysis of the patient's log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.